Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient caregiver reported the patient experienced a fluid leak coming out from the connection between the catheter and the patient line. The patient was advised to follow up with the pd nurse about this incident. Per follow up with the pd nurse it was determined the patient had not suffered any adverse events nor missed any treatments as a result of this incident.